Manufacturer narrative:
The insulin pump had a motor error alarmed during the basic occlusion test and unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was test outside of the device and passed the motor tests. There was no damage found on motor. Analysis was unable to verify the excessive no delivery alarm due to force sensor resistor damage. The pump was received with scratched on display window and cracked on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 156 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The motor error did not reoccurred during troubleshooting, but it did occur more than once in the last 30 days. Troubleshooting for the no delivery alarm was performed, and was able to resolve the issue a complete set change. The device will be returned for analysis.